Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. As a result, the presumed cause and a definitive root cause could not be determined. The event can be prevented by following the instructions for use: instructions visera hysterovideoscope olympus hyf type v important information - please read before use warnings and cautions ¿ do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the endoscope, visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hysterovideoscope has a wire-like part protruding from the tip of the scope. The issue occurred, during reprocessing. After a therapeutic hysteroscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.